Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [concentration: 25mg] at a dose of 16.979mg and bupivacaine [concentration: 5.0mg] at a dose of 3.397mg via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the pump and catheter were removed due to infection. There were no environmental, external, or patient factors that led or contributed to the issue. As of (B)(6) 2016, the issue was resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.